Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient received an implant on an osteosynthesis plate placed 6 years ago on an unknown side. It was reported that the patient had fractured the femur on an unknown date in (B)(6) 2020. Revision surgery is yet to occur to replace the fractured implant.

Event description:
Patient was implanted on right side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information which was received on jun 11, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a4, b7, d6, d9, h2. Corrections: b4, b5, g3, g6, h10. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
1. Event description: it was reported that the patient was revised due to an implant that fractured that was implanted 6 months ago for a femur fracture. Harm: s3 - bone fracture hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - surgical report: review of the revision report found both the plate and femur was identified as fractured, with bone callus also present. 3. Product evaluation: - visual examination: the visual examination confirms the reported event; it shows that the plate fractured into two pieces through a screw hole, with both pieces returned. There was also minor scratches on the surface of the plate. 4. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified the following deviations and/or anomalies: ncr 500097957. - ncr(s): no ncr with a potential correlation to the reported event was found. 5. Conclusion: it was reported that the patient was revised due to an implant that fractured that was implanted 6 months ago for a femur fracture. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).